Event description:
There was no patient involved in this event. This device malfunctioned because the device status indicator was blinking before the battery expiry date. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2012. The data obtained from the device showed evidence of a low battery on (B)(6) 2012. The temperature at this time was 10.3 c. The user was alerted to this problem with a red status led. Investigation confirmed that the red status indicator flashing before the battery expired was a result of the ambient temperature at the time of an auto self-test. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.